Manufacturer narrative:
The history log showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the (B)(6) 2011. On the (B)(6) 2011 the device failed the weekly auto self-test due to a low battery. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. Investigation found this fault can be contributed to membrane failure. The ten minute time outs would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Event description:
There was no patient involved in this event. Device switching on automatically.